Event description:
It was reported that the device was used during an thoracoscopy procedure, the handle broke during the firing sequence. Opened another device to complete the case. There was no consequence to pt.